Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. And a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed, that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed, and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint, and freestyle libre sensors. No trends were identified that would indicate any product related issues. If the product is returned. A physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported, receiving lower readings from the adc device compared to a competitor brand meter. The customer experienced a "loss of consciousness, trembling, confusion, sweating, and dizziness". User received third-party treatment of "sugar and coke". The patient was transported via ambulance. And received "glucose injection" for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.